Event description:
Customer reports dpm 6 has intermittent ECG monitoring which may have affected ECG monitoring. No pt injury reported.

Manufacturer narrative:
Company rep repaired the solder on the front panel connectors. Monitor was calibrated and safety tested to factory specifications.